Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the patient getting the internal data lost message was unknown. The most likely cause was reported to be due to the reposition of the ins. The device was likely turned off, unplugged, and reconnected to a new location. The patient was reprogrammed from the beginning with no issues. The issue had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient currently had their implantable neurostimulator (ins) on their right butt and high up area. They were having a problem connecting the handset programmer/communicator to the implant. Patient keeps getting the "internal device has lost all data" error on their handset programmer. It was suspected that the battery for patient's implanted device was depleted. Troubleshooting was attempted, they tried to shut off the samsung programmer and the communicator, but nothing worked.